Event description:
It was reported to philips that a manually created ECG order was mapped to the correct order on the intellispace cardiovascular; however, the associated study could not be opened on the product. The device was in clinical use at the time of event, and no adverse events or harm were reported in the complaint. Philips has started the investigation for this complaint.